Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model 20-25-65s limb aortic extension, lot: w09-0819-011, rel. Date: (B)(6) 2009 exp. Date: 2/28/2010. Devices remain implanted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2011 with a bifurcated, a suprarenal, and two limb extensions. Upon follow up,computed tomography revealed patient with an ectatic iliac aneurysm which it had grown. Physician elected to implant 4 limb extensions. Patient is now stable.